Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for routine follow up in clinic, the right ventricular lead exhibited low impedance. During revision an insulation anomaly was noted. The lead was explanted and replaced successfully.